Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was not sufficient sample available for further investigations. A general reagent issue could not be detected.

Manufacturer narrative:
A new sample from the patient has been provided for investigation. This sample resulted as 1.20 uiu/ml for tsh, 5.0 pg/ml for ft3, 1.82 ng/dl for ft4, and 3.7 iu/l for anti-tshr when tested on the customer's e602 analyzer.

Manufacturer narrative:
With regards to investigation of the new patient sample, investigations of the sample determined that it contains an interfering factor to the streptavidin used in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided.